Event description:
It was reported that while on patient, the ventilator alarmed for high pressure and low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number # 8010042-2024-00692.